Event description:
(B)(4). Bloating, joint pain, loose teeth, had to have root canals, crowns and dental implant, memory loss, headaches, pelvic pain, numbness in upper left thigh, didnandrsquo;t work had to have a tubal ligation, periods became heavier had a novasure ablation. Had to have hysterectomy to remove coils and uterus.